Event description:
It was reported that the device exhibited an alert for non-sustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted. The patient was well following the event.